Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported a suture lock up when using the angio-seal vip device. The following information was provided by the user facility: the spool with the suture locked up and would not release. The safety release string had to be cut to deploy the device. Estimated blood loss was reported to be less than 250 cc. The patient was reported to be in good condition. It was reported that the procedure outcome was a success. No known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the codes for method, results and conclusion codes that were provided in the initial report.